Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable antibody to (b(6) results for one patient when compared with the results from the abbott analyzer. The first result on modular analyzer serial number (B)(4) was (b(6). This result was reported to the physician who complained about the result. The laboratory performed a second measurement on (B)(6) 2016 on modular analyzer serial number (B)(4) and the result was confirmed at (b(6). The laboratory tested the same sample tube on cmia-abbott and the results were (b(6). The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for investigation. The result on a modular analytics e170 analyzer was 0.032 (B)(6) which reproduced the customer's (B)(6) result. The fujirebio innolia (B)(6) score result was (B)(6). Based on these results, it was determine the true result for the sample was (B)(6). The assay was found to meet specifications and no product problem was found.